Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush part came loose and fell off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the brush part came loose and fell off the oral-b flexisoft brushhead. This occurred after using the brush head a couple of times. No symptoms developed.

Manufacturer narrative:
The (B)(6) 2015 product investigation results: reporter returned two oral-b power toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush part came loose and fell off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the brush part came loose and fell off the oral-b flexisoft brushhead. This occurred after using the brush head a couple of times. No symptoms developed.